Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. Device was received with cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o ring and cracked reservoir tube.

Event description:
The customer reported via phone call that she was driving when the insulin pump alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.